Event description:
It was reported that upon insertion of the crystalens (at50ao) into the patient's right eye, the haptic broke at the haptic optic junction. The incision was enlarged to remove the lens, and a backup lens was implanted successfully. Sutures were placed as part of standard protocol. The ci-28b was used as the delivery device. The patient's current prognosis was reported as good. Please reference MDR#: 2031924-2012-00024 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to bausch and lomb, and the lot number of the delivery device was not provided. Therefore, a product evaluation and device history records (DHR) review could not be performed. The root cause of the reported event could not be conclusively determined.